Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/18/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they didn't start to use it yet. No symptoms or medical attention reported since the last call.

Event description:
Consumer reported complaint for hi display. Friend is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 230mg/dl. Customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:hi date: (B)(6) 2018 time:12:21pm non-fasting. Result 2:230mg/dl date: (B)(6) 2018 time:12:21pm fasting.